Event description:
It was reported the handpiece failed diagnostics. There was no patient involvement. The pm number was out of range.

Manufacturer narrative:
(B)(4). (B)(4). The hand piece was tested on a generator and found to be functional. However, it no longer meets design specifications for phase margin. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.